Event description:
Foreign matter (hair) was found inside the package. User training is scheduled to be done. There were no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation was performed by manufacturing engineering. The tubing set was returned unopened and in the original packaging. Product code is 80-1189 (malis tubing set). The lot code provided was 558796. Upon reviewing the returned device, the hair was found inside the inner bag. The tubing set is a vendor supplied part. Manufacturing seals the outer package. The device history records was reviewed and confirmed that no non-conformances were found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.